Event description:
The consumer was sitting in his wheelchair in the van when the chair allegedly caught on fire. The consumer put the fire out and no injury is alleged. There were no damages to the vehicle.

Manufacturer narrative:
User allegedly was sitting in his chair in his van when it caught fire. User stated there was no damage to the vehicle. Device has been in service since 2007. Circumstances around the event are unk. Incident remains under investigation. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse contributed to this incident.